Manufacturer narrative:
Date sent to the FDA: 01/13/2021. Additional h6 component code: g07002 ¿ conforming device. Additional h-3 summary: an opened box with twenty-seven unopened samples of product were received for evaluation. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qbbahe / 8534h19, and no non-conformances related to the reported complaint condition were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the suture was popping off of the needle. It is unknown how the procedure was completed. There were no adverse patient consequences reported.